Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), they had extreme difficulty removing the backing from pads during opening the packaging, they were unable to remove the backing. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The CPR stat-padz were returned to zoll medical canada for evaluation. The CPR stat-padz were observed to have physical damage caused by the user opening the pads incorrectly. The instruction for use for CPR stat-padz state: "grasp the apex/lateral electrode at the tab and peel away the plastic liner." If the user has the pads pre-connected, the instruction for use for CPR stat-padz state for pre-connecting the electrodes: "do not open until ready for use, periodically inspect the electrode packaging for integrity and expiration date, attach electrodes connector to zoll multi-function cable connector, and open electrode package by pulling apart at red arrow". The user was sent replacement pads. Analysis of reports of this type has not identified an increase in trend.